Manufacturer narrative:
Integra has completed their internal investigation on august 8, 2017. Results: DHR review; device history record reviewed for product ID a2079, serial # (B)(4) was manufactured on 24mar17 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; a two year lookback from 06/30/2015 to 06/30/2017 for this reported failure and or related to "stud breakage " for this product family (a2079) shows that 13 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the device in question was not released for review; should the product be returned a failure analysis and/or root cause will review will be performed at that time.

Manufacturer narrative:
Integra has completed their internal investigation on october 10, 2017. Results: could not confirm complaint as device was returned and evaluated prior to complaint entered into the system. The device in question was returned to service/repairs and at the time was not flagged as a complaint. Service evaluated the device and noted it performed to specification, but was missing the swivel adapter.

Event description:
The surgeon applied the 3 point skull fixation clamp to the swivel attachment and secured the base unit. The surgeon was standing at the head of the table when he and other member of the surgical team heard a loud pop. As the patient's head began to fall, the surgeon grabbed the head in an effort to support it. The eeg tech immediately notified the surgeon that the evoked potentials became latent on the left. As soon as the surgeon moved the head and neck back to a neutral position, the signals returned to baseline. A cervical spine xray was taken and the anesthesia was reversed. The patient was extubated. The surgeon performed neuro checks (bul/ble). There was no injury to the patient. Additional information received on 06jul2017 with the following: the patient was pinned with a skull clamp. The patient was pinned at the start of the aneurysm case and was never repositioned. The surgery was not performed with a stereotaxy device. The pop that was heard was the swivel adapter bolt breaking off. The swivel adapter on the base broke, it did not unlock. The unit broke 3-4 minutes after everything was locked down. The xr2 system was replaced with a mayfield metal system and the surgery continued. Uf importer# (B)(4).